Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 0.5mg/ml dilaudid at a dose of 0.06mg/day via an implantable infusion pump for an unknown indication for use. It was reported that when the hcp went to remove the catheter from the pump the metal portion of the sutureless connector remained on the pump port. The doctor was able to successfully remove the piece after troubleshooting the issue. The serial numbers of the products were unknown and no symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
The other relevant components include: product ID 8780 serial (B)(4) product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient's weight was unknown. The rep provided the serial numbers of the pump and the catheter. It was reported the indication for use was non-malignant pain. No further complications were anticipated/reported.